Event description:
It was reported that a user experienced hyperglycemia with a fingerstick blood glucose of 445 mg/dl after disconnecting from the ilet to shower and delaying reconnection; the user subsequently reconnected and was advised to remain connected so the system could correct. Symptoms included elevated blood glucose without reported ketoacidosis, loss of consciousness, or other clinical sequelae. Outcomes included self-management at home without professional medical intervention, backup therapy, or alarms, with blood glucose trending down after reconnection. Investigation included complaint handling with troubleshooting and user education. Investigation of this case revealed user-initiated therapy interruption with cause of hyperglycemia not determined and no device malfunction identified. It was concluded that the event was related to hyperglycemia of unclear cause with resolution after continued device use and no additional clinical care required. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.